Event description:
It was reported that when an IV set was loaded in the infusion pump, a free flow of solution was observed when the pump door was closed but the pump was not yet started. This occurred prior to the IV tubing being attached to the pt. The infusion pump was removed from use and the same IV tubing was used with another pump to administer the solution without issue.